Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated apparent explant damage. The analyst noted that the outer insulation was cut at 13.6cm. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds. It was also noted that the implantable pulse generator (ipg) exhibited early battery depletion. The lead and device were explanted and replaced. No patient complications have been reported as a result of this event.